Event description:
A dcs plate, implanted in 2001, broke post-operative and was removed in 2002. The following month completed questionnaire received indicates pt sustained a supracondylar left femur fracture in 2001 and the plate was implanted 4 mos post-op, pt experienced pain and deformity and an x-ray noted the plate had fractured.